Manufacturer narrative:
No components have been received by the manufacturer. A manufacturer representative went to the site to test the equipment. It was reported that the computer on the system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen flickered and the video would cut out. Rebooting resolved the reported issue. There was no patient present when this issue was observed.